Manufacturer narrative:
The information that provided in the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the customer was not hospitalized just had emergency medical service and was treated by the intra venous by the paramedics.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hypoglycemia and loss of consciousness on (B)(6) 2019. The customer¿s blood glucose level was 30 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as loss of consciousness. Customer was unable to complete carelink upload. Customer stated that they were unsure about the auto mode feature was active or not at the time of low blood glucose event. Customer stated that the insulin pump passed the displacement test. Customer also stated that the insulin pump was not alleging over delivery. The device will not be returned for analysis.